Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the superficial femoral vein. A 8.0x40x135 cm express ld iliac / biliary stent was advanced for treatment. However, the physician wanted to perform plain old balloon angioplasty (poba) again and the stent was withdrawn. Upon withdrawal, the stent got stuck in the edge sheath and dislodged. The stent was removed by open procedure. No further patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the superfical femoral vein. A 8.0x40x135 cm express ld iliac/biliary stent was advanced for treatment. However, the physician wanted to perform plain old balloon angioplasty (poba) again and the stent was withdrawn. Upon withdrawal, the stent got stuck in the edge sheath and dislodged. The stent was removed by open procedure. No further patient complications were reported. It was further reported the stent dislodged in the iliac vein. Open surgery occurred to remove the stent and complete the procedure. Post procedure, the patient was stable and discharged.